Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing is sticky and scratches the patient's skin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).